Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic left heart catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcification. Following the procedure, the physician who is trained to the mynx, chose the device to close the femoral artery. There was no reported complication following the closure of the femoral artery with the mynx device. The patient was ambulated and discharged to home the same day with no subsequent access site complications. Within 72 hours post discharge, the patient started to feel pain at the access site. The patient presented to the physician's office (exact date unknown) and a doppler ultrasound was performed. The ultrasound confirmed a pseudoaneurysm so the patient was referred to a vascular surgeon. The pseudoaneurysm was treated with a thrombin injection. The surgeon's technician also expressed out what was alleged to be the "sealant" and held manual compression. It was reported that the patient is doing well without clinical sequela reported. No other information was provided.